Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 33/7/2/100 equalizer balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.